Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Rptr's results were 233, 136 and 104 mg/dl. Rptr did not have any symptoms. A control solution test was low out of range, 70 (90-134). On follow-up, the rptr checks the confirmation dot for enough blood. Rptr did another control test, using new strips and control solution, and tests were below range. No harm was alleged.